Event description:
It was reported that the bd phaseal¿ injector luer lock n35j had flow issues while attempting to prime it during the infusion. The following information was provided by the initial reporter, translated from japanese to english: "after connecting c100j, an infusion set, and n35 (complaint product), the hcp attempted priming but fluids didn't flow. When using a new n35, fluids flowed with no problem. Clogging may be occurring in the complaint product (n35). The drug used is endoxan."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-01. H6: investigation summary: one injector sample along with one syringe, connector, and infusion bag was provided to our quality team for investigation. The product was visually inspected with no defects observed. The samples were functionally tested, in all cases liquid was able to move through the connector and into the infusion bag without issue, there was no evidence of resistance. A device history review was performed for reported lot 2003113, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Product undergoes a series of inspections throughout the manufacturing process to ensure the quality and functionality of the device, including flow rate verification. All records were reviewed for the reported lot and results were found to be acceptable. Based on the sample evaluation and our quality team's investigation, we are not able to identify a root cause at this time. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd phaseal¿ injector luer lock n35j had flow issues while attempting to prime it during the infusion. The following information was provided by the initial reporter, translated from (B)(6) to english: "after connecting c100j, an infusion set, and n35 (complaint product), the hcp attempted priming but fluids didn't flow. When using a new n35, fluids flowed with no problem. Clogging may be occurring in the complaint product (n35). The drug used is endoxan."